Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Two kinks were observed on the catheter tubing approximately 76.2cm and 73.4cm from the iab tip. The extender tubing was also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that after inserting the intra-aortic balloon (iab), cardiosave intra-aortic balloon pump (iabp) was connected the start button was pressed. After waiting several minutes, pumping did not start and no alarm occurred. Although it was confirmed that the start button had been pressed, it is unclear whether automatic filling had started. The iab was removed after 5-10 minute. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: clinical engineer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text: device not returned.